Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient noting that it was difficult to cross the atrial septum as it was observed to be thick and tough. During deployment of the closure device, the was sheath lost its support at the atrial septum. The was sheath was removed from the patient, and it was found that the left curve of the sheath was significantly kinked. The was was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.